Event description:
While doing a cardio mems procedure the platinum plus wire frayed and separated at the tip of the wire while inside the patient. We noticed we couldn't advance the wire so we took the wire out and discovered it was unraveled and frayed at the tip. We then proceeded with the v- 18 wire and threw the platinum plus wire out.